Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to mold and corrosion on the lcd connector located on electrical board. There is also corrosion in or around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that blank display occur due to ocean water exposure. The customer stated that the insulin pump had cracked. Customer stated that insulin pump was dropped and bumped. Customer stated that the location of damage was casing where the belt clip and also the piece of the rail is broken off as well. Contacts on the battery cap were neither damaged nor missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.